Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple temperature alarms occurred while the battery was charging. Customer was unable to clear the alarms and continued to use the pump for insulin therapy. Customer¿s blood glucose was between 54-500 mg/dl.